Event description:
Pt underwent left heart catheterization. It was performed and a 90% proximal saphenous vein graft stenosis found which required an intervention. A 5.0 spiderwire (embolic protection wire) was advanced through the lesion. Angioplasty was performed and 2 stents were placed. Spiderwire was then removed; however the distal portion of wire was retained in vessel. Multiple attempts were made to retrieve wire, however, retrieval was unsuccessful. The saphenous vein graft began to shutdown. Iabp catheter was inserted and iabp therapy began. Arrangements were made for an emergent CABG at another hospital. Pt was transferred quickly and CABG to retrieve wire and ameliorate issue began 30 minutes at receiving hospital. Diagnosis or reason for use: non-stemi. Event abated after use stopped or dose reduced: yes.